Event description:
The customer reported a communication failure error. The fe reported a reboot was required to reset the system. System functionality was recoverable. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was evaluated and replaced. The system tested and found to be working as intended and returned to service.